Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The returned ipg was analyzed and it would not charge despite multiple charging attempts. Communication could not be established with a known good remote control or clinician programmer. Therefore, the data logs could not be retrieved or analyzed, and functional testing could not be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by ipg exposure to external high voltage/high current transient sources. A labeling review was performed and it did not reveal any anomalies as it states medical therapies or procedures such as lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, and high-output ultrasound may turn stimulation off or may cause permanent damage to the stimulator. X-ray and CT scans may damage the stimulator if stimulation is on. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Ultimately, however, the device may require explantation as a result of damage to the device. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged. This type of damage is caused by external high voltage or high current transient sources. A labeling review confirmed that medical therapies or procedures such as lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, and high-output ultrasound may turn stimulation off or may cause permanent damage to the stimulator.

Event description:
It was reported that the implantable pulse generator (ipg) could not communicate with the remote control or clinician programmer and would display error message. Because of this, the patient was not getting stimulation and the patient's pre-existing pain returned. The patient underwent a procedure where the ipg was removed and replaced. Post operatively, the patient was doing well.

Event description:
It was reported that the implantable pulse generator (ipg) could not communicate with the remote control or clinician programmer and would display error message. Because of this, the patient was not getting stimulation and the patient's pre-existing pain returned. The patient underwent a procedure where the ipg was removed and replaced. Post operatively, the patient was doing well.